Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infections could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be established. The account reported that the patient was started on dialysis on (B)(6) 2021, due to acute renal failure. Labs were taken and the patient recovered on (B)(6) 2021. While admitted, the patient was found to have mycosis in the recessus piriformis. Intravenous therapy with fluconazole was started on (B)(6) 2021. Sonography was also performed on (B)(6) 2021 and thrombosis of the left internal jugular vein, in the area of the central venous catheter was found. Anticoagulation with warfarin was continued without a change in the target range. On (B)(6) 2021, additional intravenous antibiotic (atb) therapy was started due to an elevation of inflammatory markers. Klebsiella pneumoniae was later found in the patient¿s sputum. All events reportedly resolved without sequelae. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm 3 lvas IFU lists renal dysfunction and peripheral thromboembolic event as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. Additionally, the IFU provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Furthermore, although the patient¿s infection was not device related, the IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Furthermore, several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26feb2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had acute renal failure that predated their left ventricular assist device (lvad) implant and they had to be started on dialysis. This failure resolved without sequelae on (B)(6) 2021. On (B)(6) 2021 the patient had a major infection. Mycosis was found in the recessus piriformis and IV therapy with fluconazol was started, though this fungal infection was not related to the lvad. Sonography was done on this day and found that the patient had a venous thrombosis in the left jugular vein area of the central venous catheter. Anticoagulation with warfarin was continued. The patient's fungal infection reportedly resolved without sequelae on (B)(6) 2021. On (B)(6) 2021 there was an elevation of the inflammatory markers and klebsiella pneumoniae was found in the sputum. Intravenous antibiotic therapy was started and this infection was reportedly not related to the lvad.